Event description:
The patient experienced a return of dystonia symptoms. High impedances were noted on the left-sided system. The deep brain stimulators and extensions were replaced. Please see MFR report # 300420817200806926. After surgery, impedances were greater than 2000 ohms on all bipolar electrode pairs except 1-case, 3-case, and 1-3. The patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
When intra-operatively trying to determine the cause of the high impedance, the lead was observed to be broken. The patient then underwent a complete lead replacement surgery. Subsequently, she was doing well with no impedance issues and was continuing to undergo programming to achieve optimal therapy with the new lead placement.

Event description:
The neurostimulator was replaced. The reason for replacement was not reported.